Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop (pressure regulation high) occurrence. No patient involvement reported.

Manufacturer narrative:
Resolution and disposition: follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.